Event description:
In 2008, the pt reported that for over 1 year he has noticed that insulin leaks around his infusion site. He stated that he notices this when his blood glucose is elevated and he believed the insulin was leaking from the cannula and the headset connection. He stated that it was also possible that insulin is pooling under his skin and leaking out of his body. He stated that he is able to use the headset for 2-3 days before he notices leaking and his blood glucose elevates to 198-310 mg/dl. He then changes the infusion site and waits for his insulin to peak before bolusing to correct for elevated blood glucose. His normal blood glucose range is 160-165 mg/dl. He stated that he has scar tissue, but he tries to avoid it. He was sent info on infusion site management, sample infusion sets, and an infusion set insertion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.